Event description:
During a lap cholecystectomy procedure, clips were placed cystic duct and artery. Clips did not form correctly or were misformed by the action of the jaws of the instrument. The surgeon used another same like device to finish the procedure. There were no adverse consequences to the pt.